Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose. Customer did not provide further information at the time of the report. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.